Manufacturer narrative:
Olympus medical systems corp. (Omsc) could not investigate the device, because the device was not returned to omsc. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. When the user uses the device, the disinfectant solution concentration level should be checked by the test strip. The instruction manual provide warnings and how to inspect the device.

Event description:
The user did not check the disinfectant solution concentration level by using the test strip. The user replaced the disinfectant each 20 days or 7 reprocessing cycles. This practice doesn't follow the instruction manual. Other detailed information was not provided. There was no report of patient injury associated with the event.